Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3. Manufacturer email address, d4: additional device information, d4: expiration date updated to unknown. G1. Contact office name and email address, g1. Contact office - manufacturer site - email address, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tascd30, (tsv angled screw channel driver 30mm) for evaluation. Visual evaluation was performed; the driver was fractured at the tip. The fractured piece was not returned. DHR review was completed for the subject lot number 1296274. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1296274 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: ¿dental: functional: fracture¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that when applying a torque of 30 newtons, the three tsv angled screw channel drivers fractured at the tips (in the neck area). Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D10: concomitant medical product: tascd30, tsv angled screw channel driver 30mm, lot: 1296274. Tascd24, tsv angled screw channel driver 24mm, lot: 1293736. D10: therapy date: unknown / not provided.